Manufacturer narrative:
Citation: gendera k percutaneous retrieval of a partially flared melody valve. Cardiol young. 2018 may;28(5):753-755. Doi: 10.1017/s 1047951117003018. Epub 2018 feb 7. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6)-year old female patient with medical history of pulmonary atresia, ventricular septal defect and mitral valve replacement, who underwent implantation of a medtronic melody valve. No serial number was provided. It was reported that due to the previously implanted calcified homograft, the transcatheter pulmonary valve (tpv) would need to be deployed high. Multiple attempts were made to position the tpv. Finally the valve was partially deployed to allow for more flexibility, however the capsule was inadvertently fully pulled back. The edge of the tpv caught the previously implanted homograft and caused a ¿flare¿ at the proximal end of the tpv. A snare was used to reposition the tpv into the interior vena cava, prior to valve expansion. After one-month, a second melody valve (serial number not provided) was successfully implanted with excellent hemodynamic results. No additional adverse patient effects or product performance issues were reported.